Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. The proximal conductor had blood/body fluid (not obstructed); the inner insulation was kinked/ buckled; the outer insulation was breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. Apparent explant damage.

Event description:
It was reported that a lead revision was scheduled due to dislodgment and high threshold. During the procedure, the lead registered high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.